Manufacturer narrative:
Voluntary medwatch report received: mw5165960.

Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited noise oversensing. No intervention was performed. No patient condition or further information could be obtained.